Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline fault alarms; however, evaluation of the patient's replaced portion of driveline from (B)(6) did not find wire damage that would have contributed to these alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The account submitted three x-ray images for review, which captured internal and external portions of the patient¿s driveline. Review of the submitted images could not confirm any areas of driveline compromise. The submitted log files collectively contained events from 19feb2026 through 26feb2026 and 11mar2026 through 17mar2026. Silenced driveline fault alarms, associated with yellow wrench advisories, were captured throughout the files, with a significant increase in frequency between 11mar2026 through 17mar2026. Electrical continuity data suggested a potential wire conductor breakdown issue with the orange wire within phase 2. No other notable events or alarms were observed. Despite this finding, the pump appeared to function as intended and operated at or above the lsl for the duration of the file. A distal-end driveline replacement was performed on 03mar2026 and approximately 16.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events captured in the submitted log files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple driveline fault alarms were noticed in the system controller history. The patient denied audible alarms. There was no presence of pump stops of low-speed advisories. The log file captured 11 intermittent driveline fault alarms between (B)(6) 2026 and (B)(6) 2026. Driveline faults could be the result of a controller issue or partial to complete wire break in the driveline. There were no other unusual events recorded in the log file event history. Since the alarms occurred on the controller, they were likely authentic and related to the driveline. The controller phase data indicated that there was degradation in the brown wire, though not a complete break. X-rays were to be obtained. The x-ray images showed a potential damage near the controller; the patient was having a driveline fault that that occurred when one of the wires in the driveline degraded and passes less current. There was no evidence of a short, which would occur if the coating around the wire was worn down exposing the metal underneath. Driveline faults could occur without wear to the wire coating if just the metal inside was breaking down. The underground cable would not be useful as they were only effective if there was a short. A percutaneous lead repair was requested. On 03mar2026, a driveline repair was performed per procedure. No issues were noted after the patient was back on the grounded patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional log files were submitted that showed intermittent driveline fault events throughout the log file. It was noted that there was no need for further controller exchanged and would be best for the patient to come in periodically for log file downloads to track any changes in the wire values. In the submitted log files, there were no changes in the impedance values from the last downloads ad monitored wire of phase 2(brown) still having some continuity issues but did not appear to be totally broken. The other five wires appeared to be functioning as intended.